Event description:
During a left total knee replacement one of the end teeth on the saw blade broke off and was easily retrieved without injury or delay. Postoperative x-ray was negative for any foreign material.